Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported the pt was experiencing a return of symptoms one week prior to refill. The hcp wrote "the pump was being replaced; tube not connected to spine or pump per x-ray".